Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had less left ventricular (lv) pacing than expected, at only 9%. Technical services reviewed the available data in the remote monitoring system and noted the presenting electrogram showed the lv lead was oversensing the atrial signals and was inhibiting lv pacing. X-rays were recommended to verify position of the lv lead, as well as possibly reprogramming lv lead sensitivity to avoid sensing the atrium. No adverse patient effects were reported. The field representative later confirmed that x-rays were performed and the lv lead was in the same position as at implant. The atrial signals were measured at over 2 mv so the lv sensing was programmed off to avoid sensing the atrium and allow lv pacing to occur. The device and leads remain implanted and in service.